Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during connection of the injector with the protector, injector cracked with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: during connection of the injector with the protector, the injector cracked at the blue area. The removed the injector and did not proceed with removal of drug from vial. Customer mentioned that the crack happened during application to the protector. There was no noticeable crack when they removed from the packaging.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a crack is observed on the safety sleeve of the injector. A device history review was performed for lot 1910110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects or damage on any of the product was identified. Product undergoes visual inspections throughout the manufacturing process to ensure the quality and functionality of the device. While we could not identify a direct issue, it is believed a possible blockage in the movement of product within the packaging machine lead to the cross cutter of the packaging machine improperly cutting the strip and damaging the injector. The introduction of the strips into the packages is performed manually. If any defect would be noticed in the strip or on the product it would be discarded. Therefore, an isolated incidence during the packaging process at the end of the packaging machine I-pack that lead in the product damaged, not detected by the operator may be established as the root cause of the event reported.

Event description:
It was reported that during connection of the injector with the protector, injector cracked with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: during connection of the injector with the protector, the injector cracked at the blue area. The removed the injector and did not proceed with removal of drug from vial. Customer mentioned that the crack happened during application to the protector. There was no noticeable crack when they removed from the packaging.